Event description:
Pt called lfs in 4/2003 alleging the meter would prompt an error 2 message upon powering the meter on. Pt reported experiencing symptoms of weakness and nausea. No adverse event reported. The issue was not resolved with troubleshooting. No further info has been reported. The meter has been replaced.